Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0dy9b, implanted: (B)(6) 2014, product type: lead.

Event description:
The healthcare provider (hcp) via the representative reported impedance values of >4000 on a normal impedance check. There were no environmental/external/patient factors that the representative was aware of that may have led or contributed to the issue. The hcp was to follow-up with the patient on if the stimulation was felt as the patient had no complaint of symptom return. It was unknown if the issue was resolved at the time of report. No surgical intervention had occurred and it was unknown if any surgical intervention was planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.